Event description:
It was reported there was an issue with a patient interface. Sales rep said the stim 1 port was not working with the probe. He switched the ground to stim 2 and it worked. There was a delay in surgery of less than 4 minutes. They were able to finish the procedure and there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not been returned for evaluation.

Manufacturer narrative:
Device returned 7/10/2013. The returned device was analyzed by quality engineer. The condition of the device showed no significant physical damages. The system was connected and the mainframe was powered on. The electrode check was green for all channels, stim 1and 2, and ground. A monitoring screen with four channels was selected. Each channel was stimulated in turn using stim 1; no responses were seen on any channel. Each channel was stimulated in turn using stim 2; proper responses were seen on all channels. The interface fuses¿ positions were swapped. Each channel was stimulated in turn using stim 1; proper responses were seen on all channels. Each channel was stimulated in turn using stim 2; no responses were seen on any channel. Both spare fuses were still contained in the back of the interface housing. Based on the above observations: the underlying cause of the reported event is consistent with misuse/mishandling as it is likely that the device came in contact with an electrocautery device that caused the fuse to blow.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.